Manufacturer narrative:
Qn #: (B)(4). The reported complaint of "iab would not inflate at the distal end of the membrane" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "iab would not inflate at the distal end of the membrane". Additional information states the issue was corrected by manual inflation. No patient injury or consequence reported. The patient's current condition is unknown.

Event description:
It was reported "iab would not inflate at the distal end of the membrane". Additional information states the issue was corrected by manual inflation. No patient injury or consequence reported. The patient's current condition is unknown.

Manufacturer narrative:
Qn# (B)(4).